Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) was experiencing repeated line blocked alarms that began two days prior. The pwd attempted to resolve the issue by changing the infusion site; however, the alarm persisted and required replacement of the cassette and tubing to resolve. The event occurred during infusion and there was no patient injury.